Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was unable to boot up. Review of the logfile identified the flexvision-pc malfunction. A philips field service engineer (fse) visited onsite and identified that the image was not being displayed on the large monitor in the examination room due to a malfunction of the computer that controlled the monitor. To resolve the issue, fse replaced the flexviewing pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.